Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer confirmed that trying different charging cables and wall adapters did not resolve the issue, and the pump remained non-functional after being left plugged in for 30 minutes. Contact with customer technical support (cts) led to the decision to replace the pump. As the pump was out of warranty, the customer was interested in obtaining an out-of-warranty loaner pump. The necessary arrangements for a loaner pump were initiated, including consulting with the renewals team and processing the loaner pump agreement. The customer did not have a backup therapy available and planned to reach out to their healthcare provider.